Manufacturer narrative:
Per -3376 final report a pre-revision x ray was provided which confirms the liner dislocation. Pictures of the explanted devices were provided and showed that the head was in direct contact with the cup, leaving a black mark on the ceramic head. It was reported that the patient did not experience any trauma prior to the revision. It was also reported that it was the 3rd revision of the patient, and the 2nd related to liner dissociation. The appropriate device details were provided and reviewed. Parts conformed to material and dimensional specifications at the time of manufacture. The supplier reviewed also its documentation regarding the biolox head and stated that the part fulfilled the requirements as specified at the time of production. There is no indication of any pre-existing material defect. No further investigation can be performed. Therefore, the rootcause is unknown and this case is now considered closed. If any additional information is provided and further investigation is warranted, the case will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Event description:
Trinity revision of the cup, head and liner after approximately 10 months due to disslocation of the liner.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history, pre-operative planning documents, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 10 months due to dislocation of the liner.